Event description:
The customer discovered a razor blade in the package. It was with the device inside the shrink wrap. Discovered prior to removing the shrink wrap and using the device. No injury involved, but there was a potential for injury.

Manufacturer narrative:
Customer returned the device unopened. The razor blade in the package was likely accidentally trapped inside the plastic as the foam was pulled along the work table. The DHR was reviewed and there are no issues with the record. The lot is no longer on hand. No other reports for the lot. No other similar reports for the head supports. Appears to be an isolated event.